Event description:
It was reported that patient had a fall one month after implant and didn¿t have the device checked. The patient had no stimulation sensation for two months and the patient programmer stopped working two months prior to the report. The programmer wouldn¿t read the implantable neurostimulator (ins) and the patient put new batteries in the programmer. The programmer was put over the ins, was able to sync, and showed the device was at 1.1 volts. The patient usually had it at 0.6 volts and increased up to 2.8 volts on program 1 at the time of the report. She wasn¿t feeling stimulation when increasing stimulation and wasn¿t feeling it at 3.0 volts. She felt stimulation in the back but not in the front area and program 1 was not helping. The patient saw her doctor two weeks prior to the report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0jpa7, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).